Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid (15mg/ml at 5.5mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that multiple motor stalls and recoveries were seen at initial interrogation. Fourteen motor stalls and recoveries had occurred, none lasting more than 39 minutes each, from (B)(6) 2018, the day of the report. One motor stall occurred on (B)(6) 2018 at 9:04 that lasted for 30 hours and 47 minutes and recovered on (B)(6) 2018 at 15:51. It was unknown if the patient recently had an MRI. It was stated that the patient had a refill on (B)(6) 2018 and patient did not mention any alarms at that time. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that they had talked to the patient about potential magnetic interference and she stated there has not been another stall since. There were no further complications reported at this time.